Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The locking pin is bent. Also the threads in the device are damaged. The device was manufactured in 2012 and exhibit signs of significant wear/usage. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaints will be reopened.

Event description:
It was reported that during surgery the semi-extended drill guide was found slightly bent and not attaching to the drop properly. Surgeon could not attach the meta-nail anterior drop to the drill guide without using the mallet to gently tap it on. The mallet is not used for this purpose. There was only one set there. No piece of the equipment was left behind in the operating room patient's wound. This held up the case for a few minutes. No injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.